Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "joint inflammation in the knees, scar tissue, pain¿, ¿burning sensation," capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Event description:
Patient reported right side "joint inflammation in the knees, scar tissue, pain¿ and ¿burning sensation.¿ healthcare professional reported right side capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Reported "joint inflammation in the knees¿ is not device related. Device has been explanted.